Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number (B)(4). It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and on the right ventricular (rv) lead. The physician suspected ra and rv lead damage, however, diagnostic imaging was not performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.